Event description:
It was reported that it was not possible to adjust the stimulation. It was stated that it was possible to get communication with one ins (implantable neurostimulator) but not with the other. It was stated that the reporter was trying to get communication through patient's clothing. When patient programmer was repositioned on patient's skin, it was possible to establish communication and the issue was resolved. It was reported that the ins was off. The ins was then turned back on, and it was reported that the patient felt the stimulation in his arm. It was stated that in the past few days prior to the report the ins was off and the patient had fallen a couple dozen times because of that. There was no bruising and the patient did not hit his head as a result of the falls. The patient had experienced a return of symptoms.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v017799, implanted: 2007 (B)(6); product type lead product ID 3387s-40, lot# v017799, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 7438, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient (B)(4).